Event description:
It was reported that stent damage occurred. During the preparation of a 4.00x24mm promus element plus stent outside patient's body, the technician flushed the distal end of the stent using a 10cc syringe in the lumen. He accidentally pushed the syringe on top of the balloon and crumpled the stent. The tip of the syringe came in contact with the tip of the stent and slipped into it. The stent snapped and crumpled. The procedure was completed with another 4.00x24mm promus element plus stent. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).